Manufacturer narrative:
Insulin pump passed displacement test. Unit was received with completely broken reservoir tube lip, cracked reservoir tube window corners and cracked end cap. Unable to perform displacement test and reservoir unable to lock into place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had physical damage. The customer¿s blood glucose level was unknown. The top of the reservoir compartment was cracked, chipped and pieces were missing. The reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.